Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, activated clotting time (act) was maintained at 385 seconds. After transeptal puncture a non-abbott wire was accessed across septum into left atrium. As steerable guide catheter (sgc) was being advanced, thrombus was observed on the wire in the right atrium. 3000 units of heparin was administered. Sgc was removed with no adverse event. 26f gore dry seal was placed and clot was successfully removed with negative suction. Sgc flushed and re-entered into body. Sgc did not cause thrombus formation, migration from its original location, or worsening of the thrombus. During the procedure, gripper orientation was performed and was successful. Mitraclip ntw advanced into left atrium(la) and during independent gripper check it was noted that the anterior gripper was unable to lower and raise. Troubleshooting was performed and was unsuccessful. The clip was replaced with another ntw clip to complete the procedure. After deployment of mitraclip ntw on lateral side, a residual jet and mitral pressure pressure gradient of 5 mmhg was noted. An attempt was made to deploy mitraclip nt. The grippers were unable to lower and raise during independent gripper check to identify tactile gripper in the left atrium. Troubleshooting was performed and was unsuccessful. The clip was replaced with another nt clip to complete the procedure. The mr was decreased to grade 1 post procedure. There were no clinically significant delay. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, activated clotting time (act) was maintained at 385 seconds. After transeptal puncture a non-abbott wire was accessed across septum into left atrium. As steerable guide catheter (sgc) was being advanced, thrombus was observed on the wire in the right atrium. 3000 units of heparin was administered. Sgc was removed with no adverse event. 26f gore dry seal was placed and clot was successfully removed with negative suction. Sgc flushed and re-entered into body. Sgc did not cause thrombus formation, migration from its original location, or worsening of the thrombus. Gripper orientation was performed and was successful. Mitraclip (cds0706-ntw; 50121a1050) advanced into left atrium(la) and during independent gripper check it was noted that the anterior gripper was unable to lower and raise. Troubleshooting was performed and was unsuccessful. The clip was replaced with another ntw clip to complete the procedure. After deployment of mitraclip ntw on lateral side, a residual jet and mitral pressure gradient of 5 mmhg was noted. An attempt was made to deploy mitraclip nt(cds0706-nt; 41203a1086). The grippers were unable to lower and raise during independent gripper check to identify tactile gripper in the left atrium. Troubleshooting was performed and was unsuccessful. The clip was replaced with another nt clip to complete the procedure. The mr was decreased to grade 1 post procedure. There were no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.